Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a routine removal operation of a plate, the root of the driver broke off. However, the fractured portion was removed from the handle and did not fall into the patient's wound. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The driver bit is fractured near the a/o connect. Approximately .069¿ is missing from the driver. Sem analysis under a scanning electron microscope revealed fracture artifacts consistent with an overload fracture. Energy-dispersive x-ray spectroscopy (eds analysis) confirmed the device to be made of 465 stainless steel, in conformance with specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.